Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting oversensing noise. No changes or intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead re-exhibited noise. No further intervention was performed. No patient consequences were provided.

Event description:
New information received notes that the right ventricular lead also exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable pre, during, and post changes.

Event description:
New information received notes that the patient presented in clinic for follow-up. Upon isometrics testing, the right ventricular (rv) lead re-exhibited noise. Furthermore, upon interrogation, the rv lead exhibited high out-of-range pacing impedance. No intervention was performed. Patient condition was stable throughout.

Event description:
New information received notes that the patient presented in clinic for right ventricular (rv) lead revision due to lead fracture. The rv lead was capped and replaced on (B)(6) 2025. Further information regarding patient condition was requested but not received.

Event description:
New information received notes that patient condition was stable pre, during, and post procedure, and the patient would continue to be monitored.